Manufacturer narrative:
Block b3: exact date unknown, event occurred last 2 months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5040810/5040789, UDI: (B)(4), UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge very well. The patient underwent an ipg replace procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.